Manufacturer narrative:
Failure event noted during analysis. Final analysis found a partial lead measuring 16.1 cm. An external insulation abrasion due to friction ot the device can was noted, exposing the svc cable lumen 15.5 to 15.6 cm from the connector pin. The etfe cable coating was not abraded in this region.

Event description:
This report is to advise of an event observed during analysis.